Manufacturer narrative:
As this malfunction is considered one event identified by the dealer; only one MDR report will be submitted for the reported quantity affected of 27 for this event. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 03/2022)

Event description:
It was reported that prior to a breast biopsy procedure, the packaging of the device was allegedly found to be damaged. There was no patient contact.